Event description:
It was reported that there was an atrial lead rib crush fracture noted on a fluoroscopy image. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed; analysis revealed all conductors were fractured. There was blood/body fluid (not obstructed) on the proximal conductor and the outer insulation was breached due to a clavicle-rib crush. The outer insulation also had a breached cut and cosmetic depression.